Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a consumer. The patient was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device did not seem to be working and that the patient was having frequent urination. The patient programmer (pp) was used to sync with the implant and showed that stimulation was on with stimulation set to 1.9 v on program 1. The stimulation was increased and the patient noted that they felt it in the correct area. The patient was to monitor symptoms now that a change had been made and was advised to follow up with a healthcare professional (hcp) if the issue did not resolve. No further complications were reported or were expected.

Manufacturer narrative:
Initial reporter was incorrectly identified as the patient. The initial reporter was a friend or family member of the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.